Event description:
It was reported that the pt experienced a painful shocking/jolting sensation at the right implantable neurostimulator (ins) site and interrogation revealed >2000 on some unipolar pairs. The right ins was eventually turned off. The pt also reported shocking and jolting on the left side of her neck, however, that device was not turned off due to possible return of symptoms. It was reported that movement caused stimulation changes. At the time of this report the pt was hospitalized. No further information was available at the time of this report. Refer to manufacturers report #3004209178200903781.